Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device exhibited normal device characteristics.